Manufacturer narrative:
E1: facility name "(B)(6)". B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was alarming cassette not attached properly. Per reporter, this event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
D9: product received date 16-sep-2024. H3: one device was returned for repair with complaint of cassette not attached properly alarm. The device was in used condition and found delaminating downstream occlusion (dso) seal. This device has not been in for service in the review period. Event history log showed cassette not attached properly alarm. Functional and visual inspection was performed. The primary complaint was not replicated. A possible cause is customer misuse or customer's cassettes damaged. The cause could not be determined as the problem could not be replicated. The dso seal was replaced, and the device passed all testing following repair.